Manufacturer narrative:
Conclusion: anticipated procedural complication. The subject device remained implanted; therefore, physical analysis cannot be performed. From the information available, it was determined that the device was used in accordance with the direction for use. The use of the coil may have contributed to the reported patient imaging findings. However, neurological/intracranial sequelae is a known risk associated with endovascular procedures and noted as such in the direction for use (dfu). Therefore, a root cause of anticipated procedural complication has been assigned to this event.

Manufacturer narrative:
(B)(4) - hydrocephalus. (B)(4).

Event description:
The patient underwent successful coil embolization of a left paraclinoid internal carotid artery aneurysm that resulted in a small neck remnant. Approximately 12 months post the index procedure an additional coil embolization was successfully performed due to aneurysm recurrence that resulted in a small remnant. It was reported that approximately 18 months post the index procedure the patient presented symptoms of dementia and impaired coordination. A magnetic resonance imaging (MRI) revealed hydrocephalus without evidence of obstruction of cerebrospinal fluid (csf) pathways by the coil mass. A ventriculo-peritoneal shunt (vp shunt) was placed, and the patient was discharged without symptoms.

Event description:
The patient underwent successful coil embolization of a left paraclinoid internal carotid artery aneurysm that resulted in a small neck remnant. Approximately 12 months post the index procedure an additional coil embolization was successfully performed due to aneurysm recurrence that resulted in a small remnant. It was reported that approximately 18 months post the index procedure the patient presented symptoms of dementia and impaired coordination. A magnetic resonance imaging (MRI) revealed hydrocephalus without evidence of obstruction of cerebrospinal fluid (csf) pathways by the coil mass. A ventriculo-peritoneal shunt (vp shunt) was placed, and the patient was discharged without symptoms.